Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿burst balloon¿. A potential root cause for this failure could be "wall thickness too thin".the lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "method of use: the device is intended for single use only and is not reusable. To secure a sterile field for the procedure, spread a clean wrapping paper. Place waterproof sheet beneath patient¿s buttocks. Put on sterile gloves. Open tray and place it on the wrapping paper. Cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. Lubricate the distal end of the catheter with water-soluble lubricant packaged in the tray. Insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. Pull catheter to seat the balloon at the level of the bladder neck and secure placement. Keep the drainage bag below the bladder level without touching the floor. Secure drainage tube to bed sheet with clip to ensure that there is neither twist nor kink in the tube. To deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered."

Event description:
It was reported that the catheter fell out of the patient with a deflated balloon on the first day of use.